Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. D4: attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that, one patient experienced aseptic loosening following an isolated cup revision and underwent a hip re-revision on an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, republic of korea. G2: journal reference, kim, t.w., do, m.u., kim, k.b. Et al. (2025). Dual mobility cups reduce dislocation in isolated cup revision. Bmc musculoskeletal disorders, 26 (308), 1-8. Https://doi.org/10.1186/s12891-025-08553-8. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.